Manufacturer narrative:
Date of this report for initial report was (B)(6) 2018. Date of follow-up 001 is 11/07/2018.

Manufacturer narrative:
Failure analysis conclusion: at the conclusion of the failure analysis the reported event of stuck device with surgical removal was confirmed. The oad was returned with the saline sheath and driveshaft having been destructively cut away from the handle assembly. The cut driveshaft crown section exhibited a significant amount of adhered biological material. Per the reported event, the biological material was a portion of the artery. After removal of the adhered material the driveshaft and crown section were examined and did not reveal any damage that would have contributed to the accumulation. The IFU states, "do not use the device in a vessel that is too small for the crown. The reference vessel diameter at the treatment area must be at least 2.00 mm in diameter for the 1.25mm micro crown." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) became stuck in a branch of the right anterior tibial artery, which was smaller than 1mm and about 10cm above the ankle. Additional force was applied, but the oad remained stuck. The device was turned off and on several times during removal attempts, but it could not be removed. The patient was transferred to heart hospital for additional troubleshooting in an environment which had a surgical suite readily available. The driveshaft was cut away from the oad. The 6f sheath was left in situ but was not heparinized adequately, which later caused clots to form in the sheath. At heart hospital medical staff continued to troubleshoot. The saline infusion tubing from inside a 1.75mm diamondback oad was cut away and advanced over the stuck oad driveshaft in an attempt to loosen the crown from the artery, but the saline tubing could not be advanced to the area of interest because the driveshaft of the stuck oad had become deformed. The patient was then sent to surgery. The stuck oad was encased in a portion of the artery; both the oad and a portion of the artery were removed surgically. Clotting was then identified in the artery. Several additional incisions were made to remove the clots, and the artery was repaired. The patient was hospitalized and was ambulatory as of (B)(6) 2018.